Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however to date the unit remains with the customer.

Event description:
There was no audible alarm when an alarm parameter was crossed. There was no patient involved.